Manufacturer narrative:
Voluntary medwatch report #: mw5154868; mw5154869.

Event description:
Voluntary medwatch received states that the patient presented with an over-sensed noise exhibited by the right atrial lead. No further information was available.